Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 564 mg/dl at 10:12 a.m., 103 mg/dl at 10:13 a.m., 363 mg/dl at 10:22 a.m., and 94 mg/dl at 10:24 a.m. No adverse event reported. Return of the suspect device was requested for evaluation.